Event description:
Hospital employee was hit on the cheek and the head by a monitor when the articulating arm holding it became dislodged from its socket in a video cart. She received minor bruising on the cheek and no injury to her head; she was treated at the hospital where she works with tylenol and ice for her cheek.